Event description:
The resident was returned to bed and positioned by the nursing staff and her mother just prior to 3:00 pm on 8/14/97. The resident was checked on by a nursing assistant at 3:45 pm. At that time, she was fine. The resident was checked on again at 4:15 pm. The resident had expired. When assessed at 4:20 pm, the resident's face was pale but her lips were cyanotic. There was no apical or radial pulse. Fresh mucous was found on her nightshirt, seeming that she had coughed or sneezed. Her head had fallen forward, and the left side of her neck covered the tracheostomy which extended off her neck 1-1.5".